Event description:
The customer reported that the batteries last about three days. Troubleshooting was performed. The programming and bolus histories are accurate. In addition, a lead screw test was completed and passed. The customer stated that she was hospitalized due to low blood sugar. The device also had no delivery alarms and has cracks in the lcd display.